Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. The serial number was not provided. If implanted, give date: an exact date of implant is not known, only month and year provided ((B)(6) 2017). The lens remains implanted. However, there is a planned explant scheduled for (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 07.5 diopter intraocular lens (iol) was implanted in the patient's operative eye in the month of (B)(6) 2017 (exact date not provided). However, the patient was more myopic than planned for post-operatively. Therefore, an explant is for (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.